Event description:
Information was received from a consumer with an implantable neurostimulator (ins) via a manufacturer representative. It was reported a power on reset (por) message displayed. The patient did not have any information about the por message. It was confirmed the ins was not overdischarged. The patient claimed he must recharge every day. No external factors were described that may have led or contributed to the issue. It was reported there was a recharger problem, however, also indicated the recharger functioned normally and the recharging the ins was normal. The ins time was fixed with the clinician programmer and the battery was charged 50%. A recharger report was created and the last reported recharge process was in (B)(6) 2017 and two with a date of 2003. Review of the recharge statistics indicated that the ins was recharged on (B)(6) 2017 and the ins voltage after recharge was 4.020 volts. On (B)(6) 2017, the ins was recharged to 3.565 volts and on (B)(6) 2017 the ins was recharged to 3.875 volts. Between (B)(6) 2017, the ins voltage was zero and the clock reset. The ins was recharged to 3.805 volts and read that voltage on (B)(6) 2017. It was reported that the battery was at 50% recharged when the por was observed. The patient's information did not correlate to the recharger and ins battery, and recharging information. The patient will charge the system in the next four weeks. The ins and recharger dates will be read in four to six weeks. It was unknown if the issue resolved. There was no patient complication associated with the event.